Event description:
It was reported the patient had small r waves. A non invasive programmed stimulation was performed that caused a lot of noise on the lead. The lead was partially explanted and capped and replaced. No patient complications were reported as a result of this event. Additional information received reported there were issues with oversensing on the lead prior to replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed.